Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 27-aug-2015 which describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 lot number c35241. It was reported that essure was placed with 3 trailing coils on the left and 8 trailing coils on the right side. The patient did not have her hsg test done. On an unspecified date, pregnancy was confirmed. On an unspecified date, patient was taken to the operating room and had a dilation and curettage and it was discovered that one of the inserts had perforated uterus and was near the bowel. Device was removed, along with her appendix. Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot c35241 (production date 06-mar-2014 and expiration date 31-mar-2017) was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) / lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this is a medically confirmed spontaneous retrospective pregnancy case report. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy confirmed. She underwent a dilation and curettage (implied abortion). During this procedure, it was discovered that one of her inserts had perforated uterus and was near bowel. Device was removed along with appendix (interpreted as appendectomy). It is not clear if both inserts were removed. All events are serious due to their medical importance and uterine perforation is also serious due to required intervention. The pregnancy and uterine perforation are listed while the unspecified abortion and appendectomy are unlisted in the reference safety information for essure. Considering the nature of the uterine perforation and the lack of alternative explanation, this event is assessed as related to essure. Although the onset date of pregnancy was not provided, since it was diagnosed during essure therapy, the causal relationship cannot be excluded. Limited information was provided regarding the dilation and curettage and appendectomy. Since the gestational age and whether it was spontaneous or elective, the causal relationship with essure could not be assessed. Also, since the reason for appendectomy was not provided it is not possible to assess if this procedure is related to essure. This case is regarded as incident since a device removal was required. A review of manufacturing batch record confirmed that this lot met all release requirements. However, since no product was returned it was not possible to confirm any quality defect or device malfunction. Further information has been requested.

Manufacturer narrative:
Essure health care provider uterine/ tubal perforation questionnaire was received on 23-oct-2015: patient information was updated. Her reported weight is (B)(6), her height is (B)(6). Pregnancy history included gravida 4, para 2, abortion 1 and 1 spontaneous abortion. Elective abortion, therapeutic abortion and ectopic pregnancies were denied. Reporter denied previous gynecological interventions. Previous gynecological problems included infertility and pcos (polycystic ovary syndrome). The essure, expiration date 31-mar-2017, was easily placed on (B)(6) 2015 for permanent sterilization via hysteroscopy. The visualization of the tubal ostium was easy. No fluid loss more than 1500cc during procedure was observed. Sprintec was used as back-up contraception after essure insertion and before confirmation test (hysterosalpingogram). Reporter stated that the hysterosalpingogram (hsg) was not performed; the patient became pregnant before 3 months post op and was unable to perform hsg (the events device ineffective and did not have her hsg test done were deleted). On (B)(6) 2015 an ultrasound was performed and showed 6 weeks of pregnancy. The patient last menstrual period occurred on (B)(6) 2015. The pregnancy was also confirmed on (B)(6) 2015 by urine pregnancy test. Then, an incomplete spontaneous abortion was observed. On (B)(6) 2015 patient had a dilation and curettage and essure was removed via laparoscopy. During surgery, the device was found in abdomen. No organ or intra-abdominal structure was perforated. This event required intervention to prevent permanent impairment/damage. Salpingectomy and hysterectomy was not necessary. Reporter denied signs and symptoms of infection. Patient recovered from the procedure of essure removal and other symptoms reported. The reporter stated that the condition was caused by essure in abdomen, not in fallopian tube. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had a pregnancy and an incomplete spontaneous abortion (during the (B)(6)) after essure insertion. She underwent a dilation and curettage and a laparoscopy. During this procedure, essure was found in abdomen. It perforated uterus and was near bowel. The device was removed along with appendix. Only spontaneous abortion and appendectomy are unlisted in the reference safety information for essure. After essure insertion, there is a required 3 month period for tissue in-growth into and around the insert, facilitating insert retention and pregnancy prevention. During this period it is recommended to use alternate contraception method prior to the confirmation test. Patient non-compliance, including failure to use alternate contraception during this 3-month waiting period may lead to pregnancies. In this particular case, patient used birth control pill as back-up contraception. According to the physician, she became pregnant before 3 months after essure insertion. Therefore, pregnancy in this case was considered rather a consequence of a possible back-up contraceptive failure. The reported first trimester spontaneous abortion was also considered as unrelated to essure; since it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions or fetal chromosomal abnormalities. Regarding uterine perforation, although its exact mechanism is unknown; given its close temporal relationship with essure insertion; causality with the suspect insert cannot be excluded. The appendectomy was considered unrelated to essure, since physician stated neither an intra-abdominal organ was perforated nor was infection found during laparoscopy. This case is regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect.